Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. He was not receiving insulin after changing everything. Customer's blood glucose level went over 600 mg/dl. Customer's blood glucose level went down to 400 mg/dl after changing infusion sets and reservoirs. The customer also gave himself 7 units with a pen and used the insulin pump to deliver more units of insulin. The customer was not receiving insulin and did not receive alarms about not receiving insulin. The insulin pump alarmed no delivery at 4.3 units during the high pressure test. The customer was advised that the device would be replaced and agreed to return the product for analysis.